Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for the elecsys troponin t hs assay (tnths) on three cobas 6000 e 601 module (e601) analyzers at the (B)(6) site and two e601 analyzers at the (B)(6) site. High tnths results were questioned by clinicians who said that the raised results did not fit with the clinical picture of the patients. The questionable results were first noticed at the rvh site, so the initial problem samples were sent to the (B)(6) site to run using a different reagent lot number. The same poor sample precision was observed at the (B)(6) site. The customer then started testing samples for tnths in duplicate. The rvh customer also collected results for patient samples collected in serum tubes and compared these results to results of plasma tubes from the same sample collection. The customer provided data for a total of 558 patient samples. Of this data, 40 had erroneous tnths results. Erroneous results were reported outside of the laboratory. The customer stated that a third site has been running the tnths assay and no questionable results were observed at this site. A proficiency sample was tested at the (B)(6) site on an unknown e601 analyzer serial number and this sample had imprecision. Please refer to the medwatches with the following patient identifiers for information related to each involved analyzer: (B)(6) = e601 analyzer serial (B)(4) at the (B)(6) site. (B)(6) = unknown e601 analyzer serial number at the (B)(6) site. (B)(6) = e601 analyzer serial (B)(4) at the (B)(6) site. (B)(6) = e601 analyzer serial (B)(4) at the (B)(6) site. (B)(6) = unknown e601 analyzer serial number at the (B)(6) site. Refer to the attachment for all patient data. Each row represents data from a different patient sample. Sample numbers highlighted in red at the rvh site were repeated at the (B)(6) site using tnths lot number 26765400. Unless otherwise noted, the serial number of the e601 analyzer used for the measurements is not known. The customer stated that some incorrect tnths results were amended and the clinical staff was notified of errors. No adverse events were alleged to have occurred with the patients. Tnths reagent lot number 305646 was used at the (B)(6) site. Tnths reagent lot 26765400 was used at the (B)(6) site. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
It has been confirmed that analyzer serial numbers (B)(4) are cobas 8000 e 602 module (e602) analyzers.

Manufacturer narrative:
The customer has ruled out an instrument issue based on new data provided from a recent precision study performed on multiple platforms.

Manufacturer narrative:
The customer stated that they received an erroneous result for an additional patient sample tested on e601 analyzer serial number (B)(4). On (B)(6) 2018 . This sample was initially tested on an e602 analyzer, resulting with a value of 18.44 ng/l. The customer repeated the sample on e601 serial number (B)(4). , resulting as 43.93 ng/l. The sample was repeated three more times on e601 serial number (B)(4). , resulting as 17.9 ng/l, 18.25 ng/l, and 18.18 ng/l. The customer stated that measuring cells have not been replaced on the analyzer since 2016.

Manufacturer narrative:
The instrument has been running within specification and without further discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.